Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a broken needle. The patient's husband reported that the needle was broken off after they removed the applicator barrel. No additional event or patient information is available. No product was provided for evaluation. Confirmation of the reported issue and a root cause could not be determined.